Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient received ineffective stimulation and high impedance readings from his scs system. Subsequently, the patient underwent surgical intervention at which the lead was explanted and replaced with a new one.

Event description:
Follow-up information revealed the patient has effective therapy following the procedure and the issue is resolved.